Manufacturer narrative:
After further review, the suspect medical device changed from the alinity I total b-hcg reagent (manufacturing site aidd longford, ireland) to the alinity I processing module (manufacturing site wiesbaden, germany) on october 16, 2019. New MDR number 3002809144-2019-00861 has been submited and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that false positive alinity I total b-hcg results of 228 iu/l and 221 iu/l were generated for two different patient samples (sids (B)(6)) that retested negative at <2.0 iu/l. No adverse impact to patient management was reported.